Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message. The customer attempted to clear the error by using different batteries and restarting the platform, but the error persisted. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.